Event description:
While giving an injection with the needlefree jet-injector, the syringe cracked and some medication squirted out the side of the syringe. A drop of vaccine was noted on the patient's face. The patient was not injured, and no treatment was required. The suspect syringe was examined at our facility, it was confirmed that the syringe had cracked. The syringe was otherside fully intact. The jet-injector device also was examined and found to be functioning within specification.